Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of was not confirmed. In addition to the findings reported in b5. The following non-reportable malfunctions were identified: rubber part was peeled on rear cover packing. The investigation is ongoing. And a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image was blurry while using the 4k autoclavable camera head. The laparoscopic gastrectomy sleeve procedure was completed, using a similar device. There was no patient harm associated with the event.